Manufacturer narrative:
Exact date unknown, event occurred based on the explant date of (B)(6) 2020.

Event description:
It was reported that the patients scs (spinal cord stimulator) was only working sporadically depending on the patients movements. The patient underwent an explant procedure.